Manufacturer narrative:
Corrected field: reporting contact (g1), results code grid (h6), and conclusion code grid (h6). The reported event could be confirmed since images of CT scans were provided and shows breakage of the screws. Upon further investigation of the CT scans by healthcare professionals the following was observed: breakage of the screws could be confirmed. Poor bone substance and sequential collapse of the central bone support below the component have contributed to the screw breakage. Based on investigation, the root cause of the screw breakage was attributed to a patient related issue. As noted by a medical professional, the failure was caused by poor bone substance and sequential collapse of the central bone support below the component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery is needed due to talus component screws¿ breakage. The existing tibia component will remain in situ.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a revision surgery is needed due to talus component screws¿ breakage. The existing tibia component will remain in situ.